Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported a tingling inside at site of implant while charging their ins; patient stated it burns real bad. Patient stated this has been since the time of implant. Patient stated there are no physical burns. Agent redirected to healthcare provider (hcp) to further address.

Manufacturer narrative:
Continuation of d10: product ID 97755, lot#/serial# (B)(6), product type recharger. H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that complaint was unable to be verified, found no anomalies with recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient representative (pt rep) called back stating they received replacement recharger, battery pack, and controller; however, screen was slow to progress past checking the recharger and would then display batteries low replace the controller batteries soon msg (screen 70). Agent confirmed via sn that caller was using all replaced components. Caller reported no visible damage to battery compartment pins, bp, controller port, or recharger. Caller blew air into controller port and wiped recharger pins. Agent had caller reset controller with ac power supply and caller confirmed green flashing light with controller showing 100% and ins 80%. Caller then connected the recharger and screen again displayed batteries low replace the controller batteries soon msg (screen 70). Caller then reported that recharger gets hot while charging ins. Agent emailed repair for replacement recharger. Caller mentioned patient has to charge ins 4 or 5 times a day.